Event description:
During craniotomy, two burr holes were made using the perforator burr. While working on the third hole, perforator burr appeared to "grab" and pull the burr deeper into the hole. Power button on hand piece immediately released. Burr would not spin in reverse and became lodged in the cranium. The usual change of pitch that is heard when the burr is nearly through the skull did not occur. The burr usually stops spinning shortly afterwards. When tried to remove the perforator burr it literally fell apart into three pieces. It took approx 45 minutes to dislodge the broken burr and continue with the procedure. Upon placing a new perforator burr in the hand piece (with same lot#) the hand piece and burr worked as expected.